Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead has increased and jumped to out of range values. An apparent lead fracture was confirmed. It was also noted that the patient feels a pulsing sensation when they bend over. The lead was reprogrammed and remains in use. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305c21 tissue valve, implanted: (B)(6) 2005. (B)(4).